Event description:
Additional information was received, it was reported the patient believed the battery charge shorted where the wire was connected to the paddle. It became very hot and zapped the patient and the patient could not get charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Medtronic (mdt) rep. Mentioned pt had to charge more frequently than normal for last 6 months to 1 year. Rep said they performed a recharging interval calculation and got 4 days, but pt said they "never" get 4 days and usually charges every 2 days. Mdt rep said they investigated the recharging diaries for the pt and pt got 4 days between charging only 1 time. Pt usually started charging around 10-30% and then charged all the way to 100% most of the time. Pt mentioned occasionally they got error code and the recharger would stop charging their ins; pt would have to start over recharging their ins. Pt said they might also have to reset controller. Mdt rep said pt was using dtm programming and only used 1 program in the last 30 days. Tech services (tss) suggested checking imp edance values and the following impedance values were recorded (6- 1060, 7- 940, 11- 1020, 12- 1050, 14- 1070, 15- 96). Mdt rep said either contact 1 or 9 was "avoid" at 920. Pt said the ins took longer to charge than it used to take. Mdt rep said pt had adaptive stimulation active. Tss spoke about expectations in changing intensities around adaptive stimulation and how recharge interval could be impacted. Tss suggested trying cycling or providing a legacy program to try to reduce battery drain. Tss also spoke about expected charge drain with dtm programming. Pt mentioned they saw (B)(6), who provided "steroid injections."